Manufacturer narrative:
Conclusion code: other, device not returned for evaluation. Device not returned for evaluation.

Event description:
At time of trialing for the size of the implants, when placing the trial, the surgeon rocked the trial back and forth and the inner threaded rod broke as pressure was applied. Another trial inserter was used from multiple back-up trays that were on hand. There was a thirty minute delay total due to the incident, no patient harm.